Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1, ¿introduction,¿ lists stroke, and thromboembolic events as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18dec2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) until the patient was transplanted on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18dec2019. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 1, ¿introduction,¿ lists stroke, and thromboembolic events as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported through the research article ¿successful pediatric mechanical thrombectomy for heartmate 3-related intracranial thromboembolism¿ that heartmate 3 may be associated with thromboembolism and ischemic stroke. This case study followed a bridge-to-transplant pediatric patient who received a heartmate 3 implant and later presented with an extensive intracranial thromboembolism post-operatively. The patient was 8 years old, male, and weighed 26.5 kg at the time of the event. The patient was sedated following implant for 18 hours post-operatively, and upon being lifted from sedation a dense left hemiparesis was recognize; heparin was withheld. A computed tomography angiography (cta) scan revealed a right basal ganglia infarct with a large vessel occlusion arising from the right carotid bifurcation, extending the length of the right carotid artery to the middle cerebral artery. A mechanical thrombectomy was performed two hours after this hemiparesis was recognized. Follow up cta scans revealed no evidence of hemorrhage or infarct extension. Heparin was restarted 6 hours after the successful thrombectomy. Improvement of the hemiparesis was seen 36 hours from symptom onset. The patient was able to be extubated 4 days post-operatively. The patient was given aspirin 5 days post-operatively and warfarin 6 days post-operatively; they were stable enough for transfer 9 days post-operatively. A 3 month follow up with the patient showed neurological improvement with only mild impairment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was coming off of sedation after implant, the patient was found not to be moving the left side of their body. Clinicians brought patient to computed tomography angiography (cta) right away. A clot was found in the internal carotid artery to middle cerebral artery territory. The clot was retrieved in angio, and it was most likely an ingested intracardiac thrombus. The patient had no history of stroke and left ventricular assist device (lvad) parameters stable at the time with no alarms. After the clot retrieval the patient was recovering and able to move their left side.